Event description:
Consumer reports toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Additional information: the head was made at the following location. (B)(4). The handle and charger were made at the following location. (B)(4). Additional information: on (B)(6) 2013, we received the report which contained generic information for the device name and description of the event. The information provided did not reasonably suggest that the marketed device had malfunctioned in a manner that were the malfunction to recur it could result in serious injury. On (B)(6) 2013, we received additional information which indicated that the device the consumer described in the original report is spinbrush proclean sonic recharge powered toothbrush. The events described for that model are consistent with a reportable malfunction. (B)(6) 2013 is our aware date as the information obtained suggested that the marketed device had a malfunction.